Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Insulin pump had low battery alarm before replace battery alarm. Insulin pump had multiple power failure within the day. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.